Event description:
Reportedly, when the device powered up in lead ii, the pt ECG displayed on the monitor was inappropriate. The defibrillator was charged in an attempt to defibrillate the pt, based upon the diagnosis made prior with a bedside monitor. The defibrillator delivered energy to the pt without aid of monitor display of ECG. After some unspecified interval of time had passed, it was determined that, as a result of user error, the pt was not connected to the device through the ECG monitoring cable.